Event description:
It was reported that there were coupling issues. The pt was implanted (B)(6), 2010, and had no coupling bars darkened in. The device might have flipped or tilted. Both the pt programmer and physician programmer could communicate fine with the device. The device was superficial and could be tilted based on palpation. On (B)(6) 2010, could not get coupling following implantation. X-rays were taken and the device was flipped over. On (B)(6) 2010, the doctor flipped the ins back to the correct position with the positioning confirmed. The battery was sutured to the fascia. Post-operatively, the pt was able to charge with 8 coupling bars.

Manufacturer narrative:
(B)(4).